Event description:
Caller alleged imprecision with inratio meter. Results as follows: first test inr = 1.2, second test inr = 2.7, third test = 1.6.

Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 1.2, second test inr 2.7, third test = 1.6, mean = 1.83, sd = 0.77, %cv = 42%. The %cv is greater than 20%. Per internal procedure, tr 0150, the precision failed the criteria for precision. Products will be tested. Caller didn't provide strips lot number after technical support required. No further testing required.